Event description:
Complainant alleged that the medics were treating a 30 year old male pt who was in ventricular fibrillation and who was both pulseless and not breathing. The medics attempted to defibrillate the pt at 200 joules, using the device paddles. They allege that the device would not charge to 200 joules, because of a loss of battery power. The medics then immediately changed the device battery and the device functioned properly. The complainant indicated that the pt subsequently expired, but that the pt outcome was not a result of the alleged malfunction.